Manufacturer narrative:
The device sample was not returned for eval at the time of this report.

Event description:
The event is reported as: the distributor alleges that package was torn/broken. The event was reported by (B)(4) (distributor) during inspection. No pt involvement.